Manufacturer narrative:
Product analysis (B)(4):one photo was received from the account. The image shows a protégé device being used in a procedure. The complaint cannot be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a protégé gps self-expanding stent device for patient treatment in the right prox iliac artery ¿ common with tortuosity, calcification and fibrous with 60% stenosis. No abnormalities reported in relation to anatomy. A spider rx embolic device was also used. Device was prepped as per IFU with issues no identified. It was reported that the catheter/delivery system was deformed at the luer/hub and kinking bunching was reported. A 5mm balloon + drug coated balloon was used for dilation. After that, the iliac artery was treated. Preparing to insert the stent, after the stent was inserted into the sheath, it was about to reach the lesion site. When the safety lock was opened and ready to be deployed, it was found to be broken when the deployment button was pulled back. When stent delivery system was withdrawn, the stent was not deployed at the lesion site, inaccurate delivery (i.e. Stent deployed in unintended lesion site) was reported, it was implanted, deployed and placed in an unintended area. Another stent of another brand was added to complete the surgery. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned in a deployed state and no stent was returned. The device was identified from the strain relief. A visual inspection of the device found that the lock pin manifold was broken. The distal tip was noted to be missing from the returned device, upon examination the distal tip and inner gold sheath were not returned, and the point of detachment could be seen on the inner clear spline. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 27mm and 29mm from the distal end of the stainless steel hypotube, indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.